Event description:
It was reported that the zipfix implant could not be closed properly. The closure of a sternum zipfix with needle, peek, ((B)(4)) has opened during the surgery again. In total 5 zip-fixes (one package) were used in the manubrium, and after cutting all of them, the implant was removed. The patient was closed without further sternal fixation, there was no delay of the operation and this incident did not affect the patients recovery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The evaluation revealed that the implants locking features were shifted to the right and deformed. The sales consultant was present and noticed that the doctor aggressively closed the zip-fix device by pulling it forth and back, and not placing a finger on the locking head, and not pulling the zip-fix straight up as indicated in the technique guide for proper closure. The sales consultant also inspected based on the observations during the surgery, and the deformation found on the locking feature of the device it can be said that the failure is a handling use. However, a review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date was 04/01/2014. (B)(6). Placeholder.